Manufacturer narrative:
(B)(4). Investigation is still in-progress. If add'l info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported as follows: while talking images, automatically the pc was shut down, and os and application software the control pc was shut off. The tech turn on the mobile dart again, then it was recovered by restarting, but erased and did not save the images taken immediately prior to this. The image was retaken, resulting in unintended radiation exposure.